Event description:
This customer obtained a non-reproducible, lower than expected vitros glu patient result for a single patient sample while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected glu patient result was reported from the laboratory to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected glu result was obtained while using the vitros 5,1 fs analyzer. The investigation determined that the root cause of this event was most likely instrument related. An ocd field engineer found that as needed maintenance to the sample metering and incubator subsystems were required to return the instrument to expected operation. Performance tests confirmed that the instrument was operating as intended with no recurrence of the event.